Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. This occurred before use; however, patient involvement was reportedly unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be out of specification force sensing resistors (fsrs) due to wear and tear. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.